Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. Part is broken at the neck just below the head. Only the head of the screw was returned for evaluation. No threads remain on the returned part. Since all the features relevant to this complaint could not be checked and a review of the DHR could not be completed this complaint is indeterminate from a manufacturing standpoint.

Event description:
It was reported during a tumor removal behind the right orbit, surgeon tried to insert three matrix midface screws and they crumbled and broke apart as the surgeon was trying to insert. Surgeon tried a fourth screw and the head snapped off leaving the shaft of the screw in the patients bone. Surgeon did remove the shaft of the screw. Surgeon used competitors screws to finish procedure. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.initial report indicated a DHR could not be completed. DHR is reference to the device history record (B)(4)

Event description:
This is report 1 of 4 for this complaint (B)(4).